Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics at home due to low blood glucose levels. The caller reported blood glucose levels of 31, 37, 34, 41, and 51 mg/dl. The caller stated that the customer had just changed the infusion set, and may have primed while being connected. The caller didn't recall anything about rewinding the insulin pump when they were being trained on the insulin pump. Went over the correct way to change the infusion set. The caller declined further troubleshooting. Nothing further was reported.